Manufacturer narrative:
Correction: for MFR 2017865-2018-12644, date received by manufacturer should have been reported as (B)(6) 2018.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient is an active gold player. It led to right ventricular lead dislodgement in (B)(6) 2018. The lead was repositioned. On (B)(6), the patient presented in the emergency room after receiving inappropriate shocks. The lead was noted to be dislodged again. The lead was explanted. The patient was stable throughout.